Event description:
It was reported that during a laparoscopic sigma procedure, the instrument did not function correctly during operation, maybe loose contact, scissors cannot be activated by pushing the knobs, no error code. Took new instrument to complete the procudure with no pt consequence.

Manufacturer narrative:
Analysis summary: based on analysis results, this complaint is now determined to be a MDR malfunction. The device was received in good condition. No visible damage was noted. The hand-activation contacts were in good condition. The hand-activation buttons were tested and functioned properly. The device was tested on a generator and no error codes were received. Upon further testing with a generator, it was concluded that there was a switch failure due to intermittent contact between the hand piece and the device. The batch records were reviewed and no anomalies were noted during the manufacturing process.